Manufacturer narrative:
(B)(4). Similar to device under 510(k): p140016. (B)(4). Summary of investigational findings: it was not possible to determine the root cause of the reported event as no product or imaging was provided to support the investigation. The work order of the device appeared to be correct and complete with no evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the doctor was performing a procedure for thoracic aa. After we placed the lunderquist, we wanted to advance the graft (zta), but this was really hard, lot of tortuosity, but finally it was up all the way to the left carotic. We wanted to start desheathing the graft, but nothing happened. The sheath didn't move at all so we had to use a lot of force. We where able to see that the dilator part outside the patient was getting smaller, but the sheath was staying on the level of the dilator tip. Due to all this force the sheath broke outside the patient, at the level where it is attached to the handle. After this we tried to get the sheath back with a forceps. The only thing that happened was that the sheath stretched, but the top of the sheath stayed on the dilator tip. The dr. Decided to take everything out. We placed a new graft, by using a through and through wire, from the right arm all the way to the right access. The new graft deployed fine. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.